Event description:
Home pt(hp) reported patient line of homechoice set became disconnected from transfer set during treatment phase drain 2 of 3. Hp stopped treatment at time system error 2240 alarm was received. There was no pt injury or med intervention assoc. With this incident per hp.